Manufacturer narrative:
Report received through distributor of several hobbs medical products and other products. Unclear from the report whether or not a hobbs medical device was in fact involved.

Event description:
According to the reporter, during a procedure, the patient was very difficult to intubate due to being fragile post-radiation. After sampling was complete, the physician was suctioning the airways at the end of the procedure and the patient began to bleed. There were approximately 500 millimeters of blood loss and the nurse anesthetist was not able to ventilate. Chest compressions followed, physician gave epinephrine down the bronchoscope and the nurse gave epinephrine intravenously. Ventilation resumed and the patient was sent to the intensive care unit (ICU) still intubated. The patient had prolong hospitalization. Report 1 of 2.